Event description:
Customer reported the battery only has been lasting two or three days and thinks it's because the ring piece was missing from the device. Customer stated the o ring in the device had snapped and been missing. Customer stated that if he tightens the battery cap to tight the battery drains quicker. Customer stated there wasn't any other damage to the device. Customer's blood glucose was 135 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.